Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was received the following information from the spanish agency of medicines and medical devices on 2023-09-07: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on 2022-11-07. The information was provided that the patient had the incident "pulmonary hemorrhage" and the consequence for the patient was "life threatening". The patient received a surgical treatment within 48 hours and blood transfusion on 2022-11-15. The getinge service and sales unit (ssu) could not get any further information from the customer as the event date was in the very past. Upon investigation of the getinge ssu the complaints which are related to the renacer program generates many incident notices that most of the time are not related to the device. Based on the available information the reported event "pulmonary hemorrhage" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-09-08 and 2023-09-08). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : no further information received

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6)2022, in the hospital (B)(6). The reference number assigned to this incident is (B)(4). The information provided is the following: incident description: pulmonary hemorrhage. Consequences for the patient: life threatening. Other comments: the patient received surgical treatment within 48 h and blood transfusion on the (B)(6)2022. Complaint ID# (B)(4).